Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. It is possible that there were possible procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Since the user reported that the actuator knob was able to be retracted without issue, this indicates that the coupler fully unthread from the threaded stud of the clip during the initial 8 counter clockwise rotations, and functioned as intended; the additional 5 rotations likely caused movement in the l-lock shaft, allowing the l-lock to disengage from the connector, allowing the clip to deploy. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device is filed under a separate medwatch report.

Event description:
This is filed to report that the clip (70308u148) was difficult to deploy. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4+. The mitraclip delivery system (cds) (70130u121) was advanced to the mitral valve. Leaflet grasping was performed, however, during deployment, the actuator knob was turned 8 complete turns and was retracted but the clip did not release. The actuator knob was turned an additional 3 and a half turns and the clip was able to be deployed after 11.5 turns. Mr was reduced to 2+. To further reduce the mr, a second cds (70308u148) was advanced. Leaflet grasping was performed, the actuator knob was turned 8 complete turns and was retracted but the clip did not release. The actuator knob was turned an additional 5 turns and the clip was able to be deployed after 13 turns. A total of two clips were implanted reducing mr to <1. The patient is stable. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.